Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain"), pelvic pain ("pain") and neoplasm malignant ("cancer") in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included umbilical hernia. Previously administered products included for an unreported indication: bcp. Concurrent conditions included genital bleeding, pain in limb, vaginal cuff dehiscence, obesity, pain in limb, glaucoma, hyperlipidemia and rectocele. Concomitant products included anovlar (loestrin) and gabapentin (neurontin) since (B)(6) 2009. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"). On (B)(6) 2009, the patient experienced migraine ("migraine headaches/migraines"), headache ("headaches") and hemianaesthesia ("right sided facial numbness"). In (B)(6) 2009, the patient experienced hypersensitivity ("allergic or hypersensitivity reaction"). In (B)(6) 2009, the patient experienced dysmenorrhoea ("severe menstrual pain/ dysmenorrhea (cramping)") and gastrointestinal disorder ("gastrointestinal or digestive system condition"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)/heavy bleeding painful cycles"). In (B)(6) , the patient experienced the first episode of bladder disorder ("bladder problems"), the first episode of urinary tract disorder ("urinary problems"), the second episode of bladder disorder ("bladder problems") and the second episode of urinary tract disorder ("urinary problem or changes"). On (B)(6) 2017, the patient experienced uterine leiomyoma ("leiomyoma of uterus/ fibroid uterus"), ovarian cyst ("right ovarian cyst") and neoplasm ("tumor"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), neoplasm malignant (seriousness criterion medically significant), back pain ("severe back pain"), menstrual disorder ("abnormal menstrual bleeding"), dysgeusia ("taste of metal in the mouth"), gastritis ("gastritis"), paraesthesia ("paresthesias"), vaginal disorder ("vaginal granulation tissue"), abdominal pain lower ("left lateral quadrant pain"), pollakiuria ("frequent of urination") and teratoma ("teratoma"). The patient was treated with amitriptyline, sumatriptan, surgery ((B)(6) 2017: total laparoscopic hysterectomy with bilateral salpingectomy) and surgery (rectocele repair or pelvic outlet obstruction). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, pelvic pain, migraine, back pain, dysmenorrhoea, menstrual disorder, dyspareunia, vaginal haemorrhage, menorrhagia, dysgeusia, gastritis, headache, hemianaesthesia, paraesthesia, uterine leiomyoma, ovarian cyst, vaginal disorder, abdominal pain lower and pollakiuria had resolved and the neoplasm malignant, gastrointestinal disorder, hypersensitivity, the last episode of bladder disorder, the last episode of urinary tract disorder, neoplasm and teratoma outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, dysgeusia, dysmenorrhoea, dyspareunia, gastritis, gastrointestinal disorder, headache, hemianaesthesia, hypersensitivity, menorrhagia, menstrual disorder, migraine, neoplasm, neoplasm malignant, ovarian cyst, paraesthesia, pelvic pain, pollakiuria, teratoma, uterine leiomyoma, vaginal disorder, vaginal haemorrhage, the first episode of bladder disorder, the first episode of urinary tract disorder, the second episode of bladder disorder and the second episode of urinary tract disorder to be related to essure. The reporter commented: on or about (B)(6) 2010, plaintiff sought medical treatment regarding the aforementioned symptoms. Because of the requirement to undergo a bilateral salpingectomy to remove the essure devices, she has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, her has reported that all her symptoms have resolved and that she feels much better. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: fallopian tubes were bilaterally occluded. Most recent follow-up information incorporated above includes: on 13-jun-2018: events- "gastrointestinal or digestive system condition, allergic or hypersensitivity reaction, bladder problems, urinary problem or changes, tumor, teratoma, cancer" added from pfs. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and pelvic pain ("pain") in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included umbilical hernia. Previously administered products included for an unreported indication: bcp. Concurrent conditions included genital bleeding, pain in limb, vaginal cuff dehiscence, obesity and pain in limb. Concomitant products included anovlar (loestrin) and gabapentin (neurontin) since (B)(6) 2009. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"). On (B)(6) 2009, the patient experienced migraine ("migraine headaches/migraines"), headache ("headaches") and hemianaesthesia ("right sided facial numbness"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)/heavy bleeding painful cycles"). In 2013, the patient experienced dysmenorrhoea ("severe menstrual pain/ dysmenorrhea (cramping)"). In 2016, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). On (B)(6) 2017, the patient experienced uterine leiomyoma ("leiomyoma of uterus/ fibroid uterus") and ovarian cyst ("right ovarian cyst"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), menstrual disorder ("abnormal menstrual bleeding"), dysgeusia ("taste of metal in the mouth"), gastritis ("gastritis"), paraesthesia ("paresthesias"), vaginal disorder ("vaginal granulation tissue"), abdominal pain lower ("left lateral quadrant pain") and pollakiuria ("frequent of urination"). The patient was treated with amitriptyline, sumatriptan, surgery ((B)(6) 2017: total laparoscopic hysterectomy with bilateral salpingectomy) and surgery (rectocele repair or pelvic outlet obstruction). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, pelvic pain, migraine, back pain, dysmenorrhoea, menstrual disorder, dyspareunia, vaginal haemorrhage, menorrhagia, dysgeusia, bladder disorder, urinary tract disorder, gastritis, headache, hemianaesthesia, paraesthesia, uterine leiomyoma, ovarian cyst, vaginal disorder, abdominal pain lower and pollakiuria had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, bladder disorder, dysgeusia, dysmenorrhoea, dyspareunia, gastritis, headache, hemianaesthesia, menorrhagia, menstrual disorder, migraine, ovarian cyst, paraesthesia, pelvic pain, pollakiuria, urinary tract disorder, uterine leiomyoma, vaginal disorder and vaginal haemorrhage to be related to essure. The reporter commented: on or about (B)(6) 2010, plaintiff sought medical treatment regarding the aforementioned symptoms. Because of the requirement to undergo a bilateral salpingectomy to remove the essure devices, she has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, her has reported that all her symptoms have resolved and that she feels much better. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: fallopian tubes were bilaterally occluded. Most recent follow-up information incorporated above includes: on 3-mar-2018: plaintiff fact sheet and medical records received. Reporters added. Plaintiff demographics, historical drug, historical condition and concomitant disease were added. Essure indication updated. Abnormal bleeding (vaginal, menorrhagia), taste of metal in the mouth, bladder or urinary problems or changes, gastritis, headaches, right sided facial numbness and paresthesia, pain, leiomyoma of uterus, right ovarian cyst, vaginal granulation tissue, left lateral quadrant pain and frequent of urination were added. Treatment drug added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), migraine ("migraine headaches"), back pain ("severe back pain"), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding") and dyspareunia ("painful intercourse"). The patient was treated with surgery (patient underwent a partial hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, migraine, back pain, dysmenorrhoea, menstrual disorder and dyspareunia had resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, menstrual disorder and migraine to be related to essure. The reporter commented: on or about (B)(6) 2010, plaintiff sought medical treatment regarding the aforementioned symptoms. Because of the requirement to undergo a bilateral salpingectomy to remove the essure devices, she has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, her has reported that all her symptoms have resolved and that she feels much better. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: fallopian tubes were bilaterally occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.